Event description:
It was reported that approximately three weeks after implant of the device the patient heard tones from the device and went to the clinic. It was found that the right ventricular (rv) and superior vena cava (svc) coil impedances had been fluctuating for the past few weeks. An alert was triggered for high impedance. Isometric testing was performed and there was noise on the can to the svc. The cause of the issue was not determined. The svc coil was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the impedance variation has continued on all vectors of the rv coil. It is suspected that the competitor lead is fractured and it will be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).